Manufacturer narrative:
Additional information: d9, h3 plant investigation: the ups tracking number was verified, and no information was found that the customer sent the sample. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during an unknown phase/cycler of dialysis. A fluid leak was discovered prior to the alarm during an unknown phase of the treatment. The patient was connected during the incident. Per the patient the patient line was busted, and fluid was leaking onto the floor. Fluid was not discovered in the pump module area nor on the external portion of the cassette. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient contact confirmed the reported event, stating that fluid leaked from a hole in the patient line during fill 4 of 4. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment manually. The patient contact confirmed the patient has continued using the cycler for their pd treatment without issue since. The cycler set is available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler. The patient contact confirmed the only damage noted on the cycler set was on the patient line.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during an unknown phase/cycler of dialysis. A fluid leak was discovered prior to the alarm during an unknown phase of the treatment. The patient was connected during the incident. Per the patient the patient line was busted, and fluid was leaking onto the floor. Fluid was not discovered in the pump module area nor on the external portion of the cassette. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient contact confirmed the reported event, stating that fluid leaked from a hole in the patient line during fill 4 of 4. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment manually. The patient contact confirmed the patient has continued using the cycler for their pd treatment without issue since. The cycler set is available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler. The patient contact confirmed the only damage noted on the cycler set was on the patient line.